Event description:
N/a

Manufacturer narrative:
An event of separation problem of device from the delivery cable and difficulty connecting the vise onto delivery cable was reported. Also reported that the device was successfully released using a hemostat but the device moved a bit upon release. A more comprehensive assessment to rule out any device-related causes, could not be performed as the device was not returned for analysis. The cause of separation problem could not be conclusively determined. Based on the information received, the cause of reported device migration is possibly related to operational difficulty due to separation problem. The patient was reported healing in neonatal intensive care unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 5 mm x 4 mm amplatzer piccolo occluder was chosen for implant using a amplatzer torqvue lp delivery system. During procedure, the physician was unable to detach the device from the delivery cable and attempted to lock the set screw on the vise down to the cable but the cable was unable to connect the vise, it just spin. The physician was able to successfully release the device using a hemostat but the device moved a bit on the release but in the end was fine. There was no complaint on hemodynamics was reported but patient required more anesthesia time and time out of incubator. The patient was reported healing in (neonatal intensive care unit) nicu in standard fashion

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that there was a separation problem of device from the delivery cable during procedure. Also reported that the device was successfully released using a hemostat but the device moved a bit upon release. A more comprehensive assessment to rule out any device-related causes, could not be performed as the device was not returned for analysis. The cause of separation problem could not be conclusively determined. Based on the information received, the cause of reported device migration is possibly related to operational difficulty due to separation problem. The patient was reported healing in neonatal intensive care unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.